Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results, all mg/dl: 142 at 7:38am; 136 at 7:40am; 130 at 7:42am; 426 at 7:43am; 138 at 7:45am; 148 at 7:46am; 139 at 7:48am. Agent reviewed storage and handling, dosing, and technique - all acceptable. Strips are not available for return, replacement sent.